Event description:
Prevena system was used post c/s. The unit was attempting to close the seals but it kept continuing to suction without stopping. It was assessed for a leak, the dressing was replaced thinking it was placed inappropriately, and then the surgical staff tried to turn the unit on again. It did not turn on.